Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an ipg explant due to infection. The patient was also treated with medication and discharged from the hospital. The event resolved and was assessed as related to the procedure and device hardware.

Manufacturer narrative:
(B)(4). The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg explant due to infection. The patient was also treated with medication and discharged from the hospital. The event resolved and was assessed as related to the procedure and device hardware.

Manufacturer narrative:
Correction to follow-up MDR #1 should have been 15-feb-2018.

Event description:
A report was received that the patient underwent an ipg explant due to infection. The patient was also treated with medication and discharged from the hospital. The event resolved and was assessed as related to the procedure and device hardware.